Event description:
Representative reported that a patient's pump system was replaced and discarded. The patient was having intermittent pain relief symptoms. During a dye study and without flowonix representative assistance, the physician had issues accessing the catheter access port. The physician scheduled a revision not knowing if the catheter was obstructed or not, and the patient expressed their desire to have their entire system replaced if they were going to go through surgery. The devices were replaced and destroyed at the hospital. The patient is reported to be doing well with no additional issues.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and was not returned for additional evaluation and investigation. During the surgery, the physician did not note anything regarding the catheter. As additional investigation was not performed on the device, a definitive root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).